Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/14/2016 with the following findings: investigators were unable to duplicate the original complaint; investigation revealed an intact keypad with no evidence of peeling or damage. All keys were fully responsive. Upon removal of the keypad cover, no evidence of contamination was found on key contacts. The pump was opened up and no evidence of corrosion was observed near the keypad connector. Unrelated to the original complaint, the battery compartment was noted to be cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok button was under-responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.